Event description:
It was reported patient was scheduled for probable full revision due to "impedance", no additional information was provided. Implant card was later received reporting generator replacement due to battery depletion. Additional information was received that high impedance was seen in pre-op; however, when new generator was implanted, impedance was seen ok, so the surgeon elected not to replace the lead. No other relevant information has been received to date.